Event description:
A customer contacted baxter technical services (bts) regarding assistance with a high drain 105 alarm at the end of therapy on the homechoice machine(hc). The technical service representative (tsr) assisted the hp to review the programming. The initial drain volume was 506ml, last fill was 1499ml, total fill of 6593ml, total drain volume of 8611ml, total ultrafiltration(uf) of 2018ml, cycle 5 uf of 2084ml, cycle 4 uf of 40ml, cycle 3 uf of 40ml, cycle 2 uf of 39ml, and cycle 1 uf of -185ml. The hp had tidal therapy. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The reported condition of iipv was confirmed in the event history log review. The device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test specifications. The device was determined to meet specifications for the reported difficulty of a high drain 105/call pd nurse alarm. The cause was use error, tidal total uf removal set too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. Pg 12-30 has the warning that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an iipv situation. " section 13 "topic 4: tidal therapy" gives the trainer instructions on how to properly set tidal therapy values. On pg 13-9 the instructions state "a good starting point would be, at a minimum, to review a drain history over the previous seven treatment days. The total amount of uf over the seven days should be added and then divided by seven to obtain an average daily uf goal." The suggested setting for total uf is described on pg 12-30 as "seventy percent of the normal night uf is a good starting point for determining the optimum total uf. "